Event description:
It was reported that the image exhibited by the flex deflectable videoscope suddenly disappeared during surgery. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, the following probable causes were identified: probable cause 1: it is possible that the suggested event was not reproduced since the air leak which previously occurred in january 2024 partly caused a short in the charged coupled device (ccd) unit and the liquid dried up until the subject device arrived at the service center. After that, as the cable proceeded to corrode, the event was reproduced during a certain angulation control knob operation. Probable cause 2: it is possible that the air leak with the failure in up / down angulation control knob caused short in the ccd cable, and that as the liquid dried up until the subject device arrived at service center, the suggested event was not reproduced. The event can be detected/prevented by following the instructions for use, ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿, which describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
Upon follow up, it was reported the event occurred during an unspecified therapeutic procedure. There was no information regarding any delays as a result of the event. The procedure was completed with a similar device.